Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The energy was stable during the whole day. The logfile shows fifty-seven successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about two minutes and forty eight seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified, and the system was working within specification. The treatment report shows a decentered docking, and possible fluid accumulation under the patient interface. Fluid and corneal lacrimation might have built a fluid layer, additionally reduced the flap thickness and altogether leading to higher variability in the result in flap thickness. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the procedure, a flap was created, but the corneal area proved excessively thin, leading to partial lifting of the flap. Complications involved a torn or damaged flap. Subsequently, the surgeon discussed the possibility of the patient undergoing a photorefractive keratectomy (prk) procedure at a later time. There are two related reports for this patient. This report addresses the left eye of patient zd, and another report will be filed by the manufacturer for the fellow eye.